Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as serious injury. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post filter deployment, the patient scheduled for the filter retrieval, venogram was performed, and it revealed chronically occluded inferior vena cava below the level of the filter. Failed filter retrieval due to the occluded inferior vena cava. After six months, again the patient scheduled for the filter retrieval, both femoral vein was accessed. A venogram was performed and it revealed there was a total occlusion at the level of the filter. Filter retrieval attempts were unsuccessful, and a stent placed through occluded filter. The stents extends into the iliac veins bilaterally. After one month, incidentally found to have a thrombus extending from the filter to the right atrium. After one year, a computed tomography (CT) abdomen and pelvis with and without contrast was performed and it revealed approximately 3cm clot in the right atrium extending to the supra hepatic inferior vena cava. After two days, a computed tomography (CT) abdomen and pelvis with and without contrast was performed and it revealed unchanged thrombus at the inferior cavoatrial junction. After three months, a computed tomography (CT) abdomen and pelvis with and without contrast was performed and it revealed enlarging filling defects, compatible with thrombus in the right atrium. Therefore, the investigation is confirmed for the alleged filter occlusion and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g2, g3, h6 (device, method). H11: b3, h1, h6 (patient, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, at some time post filter deployment, it was alleged that the device has not been removed after two attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged retrieval difficulties could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process, at some time post filter deployment, it was alleged that the device has not been removed after two attempted but unsuccessful removal procedure. The current status of the patient is unknown.